Event description:
Technical services received a call on (B)(6) 2011 . Caller stated lead safety switch occured on the rv lead. Caller wanting to know when this happened. Technical services discussed that the lead safety switch will occur if there is a daily impedance measurement that is less than 100 or greater than 2500 ohms and is not time stamped. Technical services discussed the out of range meaurement may be lost in the weekly average. Impedance have always been in the 200s. Hcp did mention that one measurement the week of august 17th was 190 ohm. Technical services discussed that may be when the out of range measurement was taken. Technical services discussed that they need to reset the lead safety switch. Technical services discussed that they should test lead impedances in both configuations while doing isometics and pocket manipulation to see if they could recreate the out of range impedance. Technical services discussed test thresholds and sensing in both configurations and to look for noise. There may be a lead integrity problem. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).